Manufacturer narrative:
UDI -- unknown part number, UDI unavailable. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
As reported by biomarin, a codman ventriculostomy set became occluded and was removed. On an unspecified date, a codman (generic) ventriculostomy set (model #, lot #, serial # were not reported) was implanted for brineura infusion. On an unspecified date, reported as last week, the device would not withdraw csf, so it was removed. It was noted that there was resistance when removing the catheter; there was an object within the lumen of the catheter (device occlusion). It was unsure if it was choroid plexus, fibrin/biofilm aggregation or something else. No laboratory or diagnostic tests were reported. No treatment for the event was reported. The reporter did not provide an assessment of the event of device occlusion in relation to treatment with brineura. No other etiological factors were reported. Additional information has been requested and if received, the report will be updated.

Manufacturer narrative:
UDI (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.